Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported high impedance and an issue with recharge interval estimation. There was a report that the patient still receives proper therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that after checking the prime implantable neurostimulator (ins), it appears to be an empty battery or at end of service (eos). Therefore, the patient had no more stimulation and pain was returning which they had to cover with a lot of drugs. That was why the patients wish was to replace the ins immediately. The patient was informed about the possibility of rechargeable ins. No further complications were reported/anticipated.